Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was not confirmed via the submitted log files. The submitted controller event and periodic log files did not contain data from the reported event date of 02feb2026. The provided information indicated the patient performed a controller exchange to troubleshoot the backup battery fault alarm. The patient connected to their backup controller, serial number (B)(6). Upon connecting the driveline, a driveline power fault alarm activated, and the patient exchanged back to (B)(6). The driveline power fault alarms have been addressed under the controller, serial number (B)(6), investigation. No further backup battery fault alarms were observed. The backup battery was exchanged on 03feb2026. Multiple attempts were made to obtain additional information regarding the cause of the backup battery fault alarms and if any product will be returned; however, no additional information has been provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient performed a system controller exchange due to emergency backup battery (ebb) fault alarm on 02feb2026. Upon connecting to their backup system controller ((B)(6)), the patient received a driveline power fault alarm. The patient then switched back to their primary system controller ((B)(6)) with ebb fault without issue. The patient presented to the ventricular assist device (vad) clinic on 03feb2026 and had ebb exchanged with resolution of ebb fault on primary system controller. Log files from their backup system controller were sent for review. The log files captured driveline power faults. The event occurred upon connection of the driveline to the system controller. It was unclear whether the driveline power fault occurred as a ¿true¿ fault or if it occurred due to current fluctuations at the time of connection. On 24feb2026 log files from the primary system controller were sent for review. The log files captured no unusual events in the event log file history. The data indicated that the driveline and modular cable are functioning as intended. The log file indicated that the patient had not connected to power module/mobile power unit (mpu) power during this history. This indicated the patient was sleeping on battery power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.